Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leak was observed from a clearlink duo-vent continu-flo solution set. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was returned and an evaluation is complete. Visual inspection was performed and noted a cut in the tubing located between the two clearlink ports just above the roller. The reported condition was verified. The potential cause was determined to be related to packaging machines. Should additional relevant information become available, a supplemental report will be submitted.